Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump stopped during the night and did not alarm. They did not state what alarm they expected or provide any other details. They did state they thought they had damaged the feeding bag and that it had leaked onto the pump. Mmd did follow up with the initial reporter, who stated they did not have any additional information about the complaint. They did not report any adverse effects to the patient due to the complaint. [Complaint (B)(4)].